Event description:
Boston scientific received information that this brady lead was repositioned as the physician cannot rule out possible microperforation as the potential cause of the pleuritic pain. There was also under sensing of atrial fibrillation and the field representative adjusted sensitivity. Additional information obtained indicated that the lead didn¿t cause the pleuritic pain and a pericardial window was done to alleviate the pain. There was also a normal device check after patient was discharged. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.